Event description:
It was reported that the patient presented with an aneurysm in one of the inflatable penile prosthesis (ipp) cylinders perforating the original corporotomy. A revision surgery was performed wherein the pump and cylinders were removed and replaced. The corporotomy was tightly closed. There were no further complications and the patient is set to fully recover.